Manufacturer narrative:
Initial reporter's occupation is patient/consumer. The strips were requested for investigation. Two test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 ¿ 3.6 inr): qc 1: 2.9 inr, qc 2: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to lab method stago with neoplastin reagent. On (B)(6) 2022, the patient had a meter result of 6.2 inr at 9:26 a.m. While the lab result was 3.7 inr. The lab draw was performed 4 hours from the test on the meter. The patient was directed to withhold warfarin for 2 days and then resume normal dose schedule. The patient's therapeutic range is 2.0-3.0 inr. The patient's interval of testing is monthly.